Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the cgm error did not reoccur, allowing the customer to successfully start their sensor session.